Manufacturer narrative:
This failure investigation is limited in scope. Parts from the revision surgery were not returned to encore, therefore no visual or dimensional examination was performed. No discrepancies were noted during the DHR review. Patient was dislocating two weeks after original thr surgery and was using a brace until the revision surgery. Doctor revised the head, cup, and liner to a constrained version to mechanically protect the patient from dislocating. Revision due to dislocation caused by insufficient or compromised soft tissue, not related to the encore implant. This is the final report.

Event description:
Revision surgery - hip. Revision surgery 2008, to place a 22mm +b femoral head along with stryker constrained liner/cup.